Event description:
The customer stated, that he tested his blood glucose using his contour meter and a competitor's meter (brand unknown). The contour read 95 mg/dl, 10 mg/dl, and "lo." The other meter read 250 mg/dl, which the customer expected. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.